Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had high blood glucose level, was throwing up, felt dizzy. Therfore, the patient was hospitalised due to high blood glucose level of 358 mg/dl. The patient stayed in hospital for one day. Currently, the blood glucose level of the patient was 323 mg/dl. No further information available.

Manufacturer narrative:
Patient city: (B)(6).